Event description:
Patient had successful barricaid implanted in l4/5, placed through left side incision. Patient recovered well but developed leg pain at ~2-3 weeks after suffering from a fall. Reoperation took place, which showed barricaid in proper position. Reherniation was noted at medial edge of barricaid. Surgeon removed the reherniated material and left barricaid in place. Patient has done well.

Manufacturer narrative:
Reherniation is a known possibility as the barricaid device does not prevent all reherniation risks. Patient suffered a fall which can increase risk of reherniation through the defect in the disc wall. The rate of reherniation is monitored and has not exceeded the rates expected.